Event description:
It was reported that during a gastric bypass procedure, during the sixth firing, the stapler did the cutting, but the staples did not come out from the reload. The surgeon finished the procedure with a new stapler. There was no adverse patient consequence.